Event description:
New information available on (B)(6) 2018 states that, 3 months after implant, the lead exhibited insulation anomaly. It was further noted that the lead was broken. The patient was inappropriately shock by the lead. This led to worsening of the cardiac disability.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the multiple noise episodes were noted on rv lead. The lead was explanted and replaced. The patient condition is good.